Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported occlusion alarms occurred. Reportedly, the customer was using cold insulin and the customer was not preforming the air removal step correctly during the loading sequence. Tandem technical support educated the customer this is considered off label insulin use per the tandem user guide. The customer changed supplies and resumed insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.